Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01637, 3005099803-2011-01638 and 3005099803-2011-01639. It was reported to boston scientific corporation that three speedband superview super 7 multiple band ligators were used to treat varices within the patient's esophagus during an esophagogastroduodenoscopy (egd) procedure with band ligation on (B)(6), 2011. According to the complainant, upon inspection of the speedband device (manufacturer report # 3005099803-2011-01637), it was reported that the bands on the ligating head appeared to be "split or cut." The device was not used on the patient. A second speedband device (manufacturer report # 3005099803-2011-01638) was used and the same issue occurred. Upon inspection of the device outside the patient, it was reported that the bands on the ligating head appeared "split or cut." The device was not used on the patient. A third speedband device (manufacturer report #3005099803-2011-01639) was used and upon initial inspection, the device appeared to be normal. The third speedband device was used in an attempt to band varices within the patient's esophagus; however, when the bands were deployed, they were found to be "split or cut" and fell off the varices. The bands were open and in a "c" shape instead of an "o" shape. The physician did not retrieve the bands from the patient. A fourth speedband device was used to complete the procedure without complications. The patient was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the ligator head was received with one blue band attached and a white band partially attached but damaged. The white had been cut or torn. The teeth on the ligator head appeared to be undamaged. It was also noticed that there was a groove on the plastic spool, indicating that an attempt had been made to cinch the trip wire. The trip wire was partially wound onto the spool. Functionally, the handle could be rotated and would "click" as intended approximately every 180 degrees of rotation. A review of the device history record (DHR) was performed; no anomalies were noted. Device analysis determined that the condition of the returned device was consistent with the complaint incident; however, no definitive root cause could be determined.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01637, 3005099803-2011-01638 and 3005099803-2011-01639. It was reported to boston scientific corporation that three speedband superview super 7 multiple band ligators were used to treat varices within the patient's esophagus during an esophagogastroduodenoscopy (egd) procedure with band ligation on (B)(6), 2011. According to the complainant, upon inspection of the speedband device (manufacturer report # 3005099803-2011-01637), it was reported that the bands on the ligating head appeared to be "split or cut." The device was not used on the patient. A second speedband device (manufacturer report # 3005099803-2011-01638) was used and the same issue occurred. Upon inspection of the device outside the patient, it was reported that the bands on the ligating head appeared "split or cut." The device was not used on the patient. A third speedband device (manufacturer report #3005099803-2011-01639) was used and upon initial inspection, the device appeared to be normal. The third speedband device was used in an attempt to band varices within the patient's esophagus; however, when the bands were deployed, they were found to be "split or cut" and fell off the varices. The bands were open and in a "c" shape instead of an "o" shape. The physician did not retrieve the bands from the patient. A fourth speedband device was used to complete the procedure without complications. The patient was reported to be fine post procedure.